Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ lower left side pain/ right side pain") and salpingitis ("my left tube was inflamed") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "she had a problem getting it in. Date received (B)(6) 2014" on (B)(6) 2014. The patient's past medical history included anxiety, depression, cannabis abuse, abdominal pain and cervical intraepithelial neoplasia ii. On (B)(6) 2014: she denies any loc or dizziness. On (B)(6) 2017: no vaginal discharge, vaginal pain, dysuria, hematuria, fevers. Previously administered products included for an unreported indication: klonopin. Concurrent conditions included body mass index high, cervical intraepithelial neoplasia iii, suprapubic pain, back pain (with radiation), myocardial infarction, breast disorder, hypertension, dysfunctional uterine bleeding, boil, skin rough, dyspareunia (post coital pain), vomiting, occipital headache, nausea, menometrorrhagia and tobacco abuse. Concomitant products included ibuprofen and medroxyprogesterone (depo provera). In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), rash ("rash on my back"), migraine ("migraine"), headache ("headache"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and stress ("stress"). On (B)(6) 2014, 110 days before insertion of essure, the patient experienced salpingitis (seriousness criterion medically significant). On (B)(6) 2014, the patient had essure inserted. The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine and headache had resolved and the salpingitis, vaginal haemorrhage, menorrhagia, rash, fatigue, weight increased, alopecia and stress outcome was unknown. The reporter considered alopecia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, salpingitis, stress, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: . 3-4 coils were visualized protruding from the left ostia into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: complete occlusion of fallopian tubes with bilateral concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization and removal date was updated. Events were clubbed with previously reported events. Events: vaginal haemorrhage, menorrhagia, rash, migraine, headache, fatigue, weight increased, alopecia, stress, salpingitis, device insertion difficult were newly added. Concomitant conditions and historical conditions were newly added in the patients tab. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.